Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The pusher and introducer were returned. The implant coil was not attached to the pusher and was not returned. The pusher displayed kinks in the proximal gold connector section. The pusher was dissected to expose the attachment tether monofilament, and it was found to have a rebound length of 0.300" from the distal heater coil section, which is greater than the specification, and had a distorted tip shape. The green introducer had a damaged tip and was kinked approximately 3 inches from the proximal section of the pusher. Based on the investigation and additional information, the complaint could not be verified. Since the coil was already detached from the pusher, the evaluation for the reported issue could not be performed. Additionally, the analysis was limited due to the unavailability of the implant for analysis. The root cause of the complaint could not be determined.

Event description:
It was reported that prior to use, the embolization coil was immersed in 80° heparin for approximately five (5) seconds, and the coil detached. The device was not used in the patient.